Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the load cell readings were inaccurate and fluctuating. No pt involvement or adverse consequences were reported.